Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leads being non-functional was due to non-physiological response. The leads have been disconnected and discarded in the trash. The trial was a negative test and the patient would not implant. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. (B)(4), pertain to product ID: 3531, serial# unknown, product type: external electrical stimulator. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator. It was reported that the patient had a bad night last night and was up with a lot of leaks. The patient increased their stimulation. The same day, the patient reported that he is not feeling stimulation. The patient was assisted with increasing stimulation up to 4.1, and stated that he felt it comfortably in the bicycle seat area. The patient reported that he has been having difficulty getting in and out of bed, and was in and out of the car a lot yesterday. The next day (B)(6), the patient reported that they were still disappointed with night time voids. No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient not feeling stimulation was due to non-functional test leads. The device (trial leads) were removed and they did not pursue lead/generator placement. No further complications were reported/anticipated.